Manufacturer narrative:
An event of difficulty inserting device into the patient and dilator being split when attempting to cross the delivery system over the guidewire was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. As a result of this finding, abbott is performing further investigation to monitor this issue.

Event description:
It was reported that a 14f amplatzer torqvue 45x45 delivery sheath was selected for implant on(B)(6) 2024. During the procedure, it was noted that there was difficulty inserting the device into the patient. While attempting to cross the delivery system over the guidewire, the dilator split. The delivery system made contact with the guidewire before the split dilator was noted. The device was removed from the patient and replaced with a new 14f amplatzer torqvue 45x45 delivery sheath. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.